Event description:
The lay user/reporter called lifescan (lfs) on 6/22/06, and alleged that the pt's meter display was cracked. The medical affairs specialist mailed a letter on 6/26/06, since the user could not be reached by telephone for further clarification. The pt reported that two months ago, he dropped his meter and that the display cracked. It is not known how long the pt was unable to test on his meter. The pt reported that at one point, he felt dizzy. He went to the hosp and his blood glucose was tested; the result was 63 mg/dl. The pt was given something to eat/drink. It would have been helpful to know if the pt was taking any medications at the time of testing and if he made any changes to his diabetes treatment regimen when unable to test. This complaint is being reported, as the pt was unable to test on his meter and he subsequently went to the hosp with symptoms of dizziness; he tested low and was treated for low blood glucose. A replacement meter has been sent.

Manufacturer narrative:
Device ID for the d-4, "other #" field is 1-av-1086. Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.